Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal therapy on peritoneal dialysis therapy. The patient was admitted to the hospital on (B)(6) 2012 and discharged (B)(6) 2012. The patient does not know what may have caused the peritonitis. The patient has recovered and is continuing therapy. No further information was received.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.